Event description:
Reportedly, during follow-up of astral clinical study on (B)(6) 2024, ra, rv and 4 differents lv threshold were done (due to clinical study). At the end of the follow-up, technical analysis was export from the tablet smartouch sn (B)(6). 5 minutes after the export, when opening the cso files (first on manager software on computer and then directly on an other tablet from site) none of the differents threshold test results were saved nor displayed in the the resume menu and also in the lv tab results. On 26jan2024, after opening the same cso from the same extraction on manager smartview on laptop all the data are displayed (see attached the cso file from technical analysis). Is it normal to have a latency/delay in smartview software for displaying data ? Bug could only comes from the smartview software as the files couldn't changed itself.

Manufacturer narrative:
The review of provided data did not confirmed the reported issue: - the content of the cso files cannot change once they have been exported. - two different files, one with no threshold data and one with threshold data, may have been opened on 25 january and 26 january 2024 respectively. Providing the technical analysis from 25 and 26 january (technical analysis embeds all the steps that have been done by the user ion the programmer) would have allowed more detailed analysis. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during follow-up of astral clinical study on (B)(6) 2024, ra, rv and 4 different lv threshold were done (due to clinical study). At the end of the follow-up, technical analysis was export from the tablet smartouch sn (B)(6). 5 minutes after the export, when opening the cso files (first on manager software on computer and then directly on an other tablet from site) none of the differents threshold test results were saved nor displayed in the resume menu and also in the lv tab results. On 26jan2024, after opening the same cso from the same extraction on manager smartview on laptop all the data are displayed (see attached the cso file from technical analysis). Is it normal to have a latency/delay in smartview software for displaying data ? Bug could only comes from the smartview software as the files couldn't changed itself.